Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon ICD interrogation on (B)(6) 2015, atrial oversensing was observed in some mode switch episodes stored in device memories. It was reported that the noise was reproduced by provocative maneuvers. Preliminary analysis allowed identifying two different atrial noise patterns: one type of noise would originate from myopotentials and/or external emi. The other type of noise is suspicious of an atrial lead issue or connection issue.

Event description:
Upon ICD interrogation on (B)(6) 2015, atrial oversensing was observed in some mode switch episodes stored in device memories. It was reported that the noise was reproduced by provocative maneuvers. Preliminary analysis allowed identifying two different atrial noise patterns: one type of noise would originate from myopotentials and/or external emi the other type of noise is suspicious of an atrial lead issue or connection issue.